Event description:
It was reported prior to starting a da vinci procedure, the prograsp forceps instrument had a broken wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the proximal clevis hub. In addition the instrument grip cable was also frayed at the distal clevis hub. The proximal and distal clevis does not exhibit any wear. Frayed strands stuck out at the wrist. Additional observation not reported by site was the instrument main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. Scratches were not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however frayed wires and main tube scratch were if to recur could cause or contribute to an adverse event.